Event description:
It was reported that the device's lid latch was broken and the unit would not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the lid latch assembly came off of its mounting, which caused the device to not power on. The customer received a replacement device.